Event description:
The user facility reported an 81-year-old male in non-st elevated myocardial infarction was implanted with an impella cp device for mechanical circulatory support for upcoming percutaneous cardiac insertion. During explant, an angiograph demonstrated slow flow down leg. A balloon was dilated for three minutes. A clot demonstrated on angiography, second balloon inflation restored robust flow showing chronically occluded superficial femoral artery.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Manufacturer narrative:
The investigation into the limb ischemia ¿ reversible has been completed since the original report was filed. The medical center did not return the impella device. No benchtop analysis was possible; only the clinical report was evaluated. As per clinical, patient is having peripheral vascular disease over right femoral artery, and the superficial femoral artery is chronically occluded leading to ischemia complication. The cause of the limb ischemia issue was due to patient condition related with patient having peripheral vascular disease over right femoral and angioplasty was performed to push the clot resolving complication.